Manufacturer narrative:
This lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead dislodged. The lead was later explanted and replaced without incident. No additional adverse patient effects were reported.